Event description:
It was reported that a patient with a history of essential tremors experienced a shocking sensation on the left side, specifically affecting the tongue and left side of the head, related to the deep brain stimulation system. A break in the insulation of the left neck extension was identified. Impedance testing was conducted and found to be normal, and x-rays showed no visual changes to the system. During a surgical intervention, the left extension and battery were replaced. The patient reported that the shocking sensation resolved postoperatively.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the extension (s/n (B)(6)) found the outer insulation was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.